Manufacturer narrative:
A complete analysis 3 opened and used enlite sensors performed a visual inspection of all 3 sensors and found the cannulas were retracted inside of the sensor bases, no broken cannulas were observed during our analysis; unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had no electrode. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.